Event description:
It was reported that a varian field service engineer (fse) was trouble shooting the clinac and received an electrical shock in the right hand. The fse was immediately examined by a physician in the hospital. An electrocardiogram, blood sample, and heart echo graph were taken. The varian engineer was retained over-night for observation. A second electrocardiogram was taken the next morning. The physician determined that the injury was not serious and the varian engineer was released and returned to work.

Manufacturer narrative:
It was determined that when the field service engineer removed and attempted to replace the resistor, there was a capacitor in parallel with the resistor. This capacitor cannot be discharged when the resistor is removed except by short circuiting the capacitor. This problem can occur when a resistor associated with a capacitor is defective, cut or removed. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.